Event description:
On 23-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 280 mg/dl after a meal announcement and treatment for a prior low. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.